Event description:
Pt with history of tetralogy of fallot status post repair. Pt in hosp for 2 days of watery diarrhea and fever of 102f. Staff respiratory therapist noticed burning smell form concha that was humidifying air to pt. Concha was changed and new concha felt extremely hot to touch after 5 mins. Burning smell noted by staff. Original concha noted to have burnt ring around top of inside. No fire noted at any time.